Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this unknown pacemaker presented to the hospital in (B)(6) 2023 due to fatigue. An electrocardiogram (ECG) performed at time of admission showed vvi pacing at 72 beats per minute (bpm) with an ECG morphology that was different than the patient's normal biv pacing morphology. The device is a proponent pacemaker implanted in (B)(6) 2016 with an estimated battery longevity of 4.5 years remaining in july 2018. The hospital suspected in august 2023 that the pacemaker had reverted to safety mode. No further information has been provided. No adverse patient effects were reported. Evidence suggests this product remains in service.